Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the logic board needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Add event. A review of the device history record for sn (B)(6) was performed from 01/19/2007 to 12/08/2020 and note that this device has been returned for service 5 times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board . Also, there was a production failure q6200056184 for component failure, q6 200056124 for pump chamber blocked, q6 200055904 for out of specification which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the logic board needed to be replaced. There was no patient involvement.